Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00434901413, tm reverse stem, 62459954; 00434903603,tm revrs hum poly liner/inlays, 62465423; 00434902502, tm reverse long post glenoid , 62428982. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07079, 0001822565 - 2017 - 07080, 0001822565 - 2017 - 07081.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty procedure. Subsequently, the patient experienced continuous pain and dysfunction post-implantation. The patient has been indicated for a revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address continuous pain and right side shoulder dysfunction. Loosening of the glenoid was reported in the study as well. X-ray revealed implant migration and impingement of the humeral prosthesis on the inferior lip of the glenoid. No further information has been made available

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.